Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the patient was admitted to the hospital after experiencing a syncopal episode. Upon evaluation, pauses were observed on telemetry. Review of the right ventricular lead threshold measurements found that they had increased from 0.7v at implant to 1.5v last month. The device was reprogrammed with an output of 4.0v at 1.0ms with the auto capture feature on. Later that same day the field representative was called back to the hospital as the patient had gotten up from bed and felt dizzy. More pauses were observed in cardiac cycles on telemetry at the time with heart rates in the 30 to 40 beat per minute range. The device was retested and the output was at 3.5v due to the device being in retry mode. The output was once again reprogrammed to 5.0v at 1.0ms with consistent capture at rest and with activity. The physician planned to get an x-ray to evaluate lead position. No additional adverse patient effects were reported. The field representative is attempting to obtain resolution. No additional information is currently available. If additional information becomes available, the event will be updated.